Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from this device analyzed. Continued monitoring was recommended. This device was explanted and replaced. No additional adverse patient effects were reported.